Manufacturer narrative:
Sc-1132 sn: (B)(6). The returned ipg was analyzed and the ipg passed the external visual inspection. The allegation of ipg taking a long time to charge was confirmed. A review of the data logs found that the user may not have followed the proper instruction to charge the ipg. Therefore, this investigation is assigned a probable cause of failure to follow instructions. Additionally, it was observed that post explant, the ipg asic was damaged. The ipg asic is most likely damaged during the explant procedure, and it is not considered a failure.

Event description:
It was reported that the patients ipg stopped taking a charge and was taking a long time to charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was discarded by the medical facility.

Event description:
It was reported that the patients ipg stopped taking a charge and was taking a long time to charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred fall of 2022.